Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not received and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's blood back flowed into an unspecified access set. Additionally, the issue was described as a "backup of blood in the tubing was due to arterial pressure and not supply defect". There was no report of patient injury or medical intervention associated with this event. No additional information is available.